Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose and damage on the battery cap. Customer's blood glucose level was 520 mg/dl. Customer treated their high blood glucose via insulin drip at the hospital. Customer advised they were wearing the insulin pump at the time of hospitalization. Troubleshooting for the insulin pump was performed. Customer's mother advised they were unable to remove the damaged battery cap off of the insulin pump. Customer's mother advised the metal piece fell out of the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a broken off battery cap and battery tube threads. The pump was received with a corroded battery tube. The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a cracked case at the display window corners and reservoir tube lip, minor scratches on the lcd window and a stained end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.